Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. The upper jaw hinge can break when excessive force is applied during use, if the portal placement is low, or jamming the device in and out of the knee or into the structures in knee. The probable root cause for the upper jaw hinge to break could be due to torqueing the device excessively and placing too much force on the hinge and upper jaw. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that, before a tka, the novostitch's rod broke without actually activating the suture load and without forcing the device. No patient involvement reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
D1, d2, d4, PMA/510(k)number and h6 codes updated. H3, h6 updated: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the provided images revealed the distal end of the shaft and jaw are scratched and discolored and the linkage bar is broken and protruding above the jaw. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. The upper jaw hinge can break when excessive force is applied during use, if the portal placement is low, or jamming the device in and out of the knee or into the structures in knee. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.